Manufacturer narrative:
Patient information was requested; none was available.

Event description:
The customer reported the unit alarmed due to a data acquisition pcb adc reference failure sand the customer saw the failures in the device event log. There was no patient harm.